Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with unstable angina. Vascular access was obtained via the femoral artery. The non-totally occluded target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 3.0mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, upon advancing, blood flowed back from the balloon. The balloon was considered to be ruptured before inflation and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The device was hooked up to an inflation device and it leaked out of the shaft near the exit notch. The midshaft was found to have a puncture hole 117.5cm from the hub which is consistent with the damage that is seen by the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with unstable angina. Vascular access was obtained via the femoral artery. The non-totally occluded target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 3.0mm x 20mm quantum maverick balloon catheter was advanced for dilation. However, upon advancing, blood flowed back from the balloon. The balloon was considered to be ruptured before inflation and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.